Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There was no physical damage to foreign object detection point. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 2) " inspection of the air-feeding function and the objective lens cleaning function." 3) "flush the air/water channel with water and air." Olympus will continue to monitor field performance for this device.

Event description:
An olympus processing engineer reported, that during maintenance on the evis lucera elite colonovideoscope, it was found that, foreign debris was coming from the air/water nozzle of the device. There were no reports of patient associated with this event.

Manufacturer narrative:
The device was returned to olympus, and technical evaluation confirmed the device has an obstruction in the air water nozzle. There was a blockage in the air/water nozzle, which appears to be a white brush. The evaluation concludes that the item did not originate from the olympus endoscope. The water flow, and water removal failed specification and the outlet pip was blacked. In addition, the glass light cover is chipped, and worn/adhesive is lifting. Control body, aspiration and air/water housing color ring failed/light guide tube has minor crush marks/hole in button/failed hot and cold test/ up/down-left/right angle failed specification, and water leaking around connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.